Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on bending section cover, water tightness is lost, adhesive on bending section cover has a chip, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of forceps elevator lever(surgical products), bending section cannot be fixed firmly, video connector has a crack, video connector has a scratch, video connector case has a crack, video connector case has a scratch, light guide-cover glass has a scratch, light guide connector has a scratch, switch 1 has a scratch, angulation lever has a scratch, forceps elevator lever(surgical products) has a scratch, right/left plate has a scratch, up/down plate has a scratch, universal cord has a scratch, grip has a scratch, control unit has a scratch, due to wear of forceps elevator lever(surgical products), bending section cannot be fixed firmly, adhesive on bending section cover has a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had an air/water leakage from the insertion tube/bending section. The device was returned for evaluation. During the device evaluation, it was found that the objective lens adhesive is peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.